Manufacturer narrative:
(B)(4). (B)(6). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a follow up MDR will be submitted.

Event description:
It was reported that an unspecified system error (se) occurred on the homechoice (hc). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. A visual inspection was performed. Full functional testing, electrical safety testing, calibration, and simulated therapy were performed. The reported problem was identified as a system error 2117 but the cause was determined to be an inoperable thermo printed circuit board and thermobutton. The thermo printed circuit board and thermobutton were replaced. Should additional relevant information become available, a supplemental report will be submitted.